Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Facility. Other text : na

Event description:
It was reported that the pulse generator was in back-up vvi mode. A download was not successful. The device was replaced.